Event description:
It was reported that the insulin pump had an error alarm during the prime process and the insulin squirted out without the numbers showing on the screen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.